Event description:
Customer reported "bag spike pulled out of buretrol as the nurse dropped down fluid from the IV bag." There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The customer's report of the quick-spike separating from the burette was confirmed. Visual inspection found that the set was separated at the burette top cap and nitro tubing. There were traces of solvent on the end of the nitro tubing indicating that there was insufficient amount of solvent applied during manufacturing. Dimensional analysis was performed; the tubing was within specification. Functional testing was not performed because the set was separated upon receipt. The root cause of the tubing separation from the top cap was insufficient application of tubing solvent during the manufacturing process.